Event description:
It was reported that the device stopped aspirating. A 2.4mm jetstream xc was selected for use in a peripheral atherectomy procedure. During the procedure, the device stopped aspirating. No patient complications were reported.